Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The underlying cause was identified as chatter marks from excessive wear, not a manufacturing defect.

Event description:
Dealer stated the pistons at the bottom of the pump has a lot of chatter marks as if there is something inside the pump grinding and chipping shavings off resulting in the piston not going back down in the cylinder.